Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The fse that discovered the issue replaced the pcba alarm daughter board and performed pm, safety and functional checks. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email as contact information for the initial reporter: (B)(6).

Event description:
It was reported that during preventative maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp), the getinge field service engineer (fse) found that the 9v battery at the alarm daughter pcb was drained within 1 year and at the last pm the same issue occurred within one year . There was no patient involvement; thus no adverse event was reported.